Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the non-tortuous aortocoronary venous bypass right mammary (acvb-rm) artery. The 2.75x28 mm taxus liberte drug eluting stent was not able to cross the lesion. During retrieval, the stent caught on the guiding catheter entry. Upon removal, the stent struts on the proximal end were kinked. No patient complications were reported. Patient status reported as "good." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.